Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to dispense combo medications, and the medication was displaying as out of stock. The customer stated that they were unable to issue the medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to dispense the combo meds. A technical support specialist (tss) dialed in to the server to check medication identified 2277 under the facility and pharmacy formulary, but it was not found. The customer was emailed to confirm the med ID for further investigation. Later, the customer confirmed that the medication was set up as a combo, once the combo was removed, the medication became available for the nurse to vend. The system functioned as intended after the technical support specialist investigated the device.